Event description:
It was reported that the coil was stuck in the catheter's tip and the coil was detached. A 22mmx60cm interlock was selected for an embolization procedure in the transplant kidney graft artery. During procedure, the coil became stuck and it was unable to be advanced or retrieved. The coil detached inside the microcatheter as the main coil and arm of the delivery wire became separated. The physician retracted the pusher wire only leaving the coil half in the microcatheter and half deployed in the patient. The coil was flushed out and the coil became unraveled. Upon removal of microcatheter, a finer wire extending from the coil mass into the renal and external iliac was visible. It was undesirable placement of embolic and had to be removed. It was noted the interlocking arm was also detached and remained in the patient's kidney. Surgery was performed to remove the coil fragment. The coil wire outside the artery was removed. However, the fragment within the artery remained as it was unable to be removed. The clot/dissection common femoral artery was subsequently patch repaired. A dissection of the transplant artery occurred in an attempt to snare the unraveled coil. A complicated dissection involving the iliac and transplant renal artery was completed requiring angioplasty and stenting. The unraveled coil fragment remained within the patient. The patient remained hospitalized with leg weakness and a poorly functioning transplant.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. Boston scientific received a series of images from the procedure confirming the reported event. The images show a coil nest which is presumably in the patient's kidney area. The images show that the coil is stretched extending from the nest/mass. The images revealed that the coil protrudes from the catheter tip, therefore, the coil was stuck in the catheter tip. The images also show what appears to be the detached interlocking arm in the area of the stretched coil. From the images, it is unclear if this detached arm belongs to the incident coil.

Event description:
It was reported that the coil was stuck in the catheter's tip and the coil was detached. A 22mmx60cm interlock was selected for an embolization procedure in the transplant kidney graft artery. During procedure, the coil became stuck and it was unable to be advanced or retrieved. The coil detached inside the microcatheter as the main coil and arm of the delivery wire became separated. The physician retracted the pusher wire only leaving the coil half in the microcatheter and half deployed in the patient. The coil was flushed out and the coil became unraveled. Upon removal of microcatheter, a finer wire extending from the coil mass into the renal and external iliac was visible. It was undesirable placement of embolic and had to be removed. It was noted the interlocking arm was also detached and remained in the patient's kidney. Surgery was performed to remove the coil fragment. The coil wire outside the artery was removed. However, the fragment within the artery remained as it was unable to be removed. The clot/dissection common femoral artery was subsequently patch repaired. A dissection of the transplant artery occurred in an attempt to snare the unraveled coil. A complicated dissection involving the iliac and transplant renal artery was completed requiring angioplasty and stenting. The unraveled coil fragment remained within the patient. The patient remained hospitalized with leg weakness and a poorly functioning transplant.